Event description:
Patient's father, (B)(6), called in spontaneously to report that the patient's cadd legacy pump is alarming. They have tried replacing the batteries and still alarms. The patient switched to his backup pump without issue and did not miss infusion. (B)(6) did not have the pump's serial number available. No further information provided. Patient was sent replacement pump and will return malfunctioning pump. Reported to (B)(6) by: patient/caregiver. Dose or amount: 50ng/kg/min. Frequency: continuous. Route: intravenous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: primary pulmonary hypertension.